Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and a visual inspection were performed. The f-64 alarm was not identified during device evaluation; however an f-94 alarm was discovered during the alarm log review and functional testing. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-64 (malfunction in a/d converter circuitry: a/d conversion for 0 through 3 channels did not complete in 144 ms) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.